Manufacturer narrative:
Additional information was provided and the following sections of this report have been updated: section d4: lot number, expiration date, and h4 device manufacturer date. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. There was no photo provided for review. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process per procedure. The balloons are 100% visually and dimensionally inspected. After the balloon final forming, the balloons are 100% inspected. During the final inspection, the entire device is inspected for physical damage. Delivery systems are 100% leak tested. During product verification (pv) testing, the device is inspected for physical damage and the balloons are burst pressure tested to ensure that there within specification criteria. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review was performed and did not reveal any issues that may have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to the reported event. The IFU, preparation training manual, and the procedural training manual for the commander in the aortic position were reviewed only for potentially relevant guidance. The procedural manual provides guidance on balloon burst. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. In addition, attempt to visualize the location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip and watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. There were no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, it was reported that the balloon was inflated partially before the physician removed the delivery system from the patient. It is therefore unlikely that any additional pressure due to the added volume contributed to the event. It was mentioned that the patient exhibited some degree of calcification in the patient's annulus. This could have contributed to the reported balloon leakage. The presence of calcification can create challenging anatomy for the balloon. Calcified nodules can compromise the structure of the balloon wall. It is likely that a calcified nodule interacted with the balloon during inflation resulting in the observed event. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint events. A conclusive root cause is unable to be determined due to the lack of returned device and imagery. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 29 mm sapien 3 valve, in the aortic position the commander delivery system balloon was partially inflated to deploy the valve and the balloon burst. The esheath, delivery system / valve was removed as a unit and a new valve was successfully implanted. There wasn't any missing material from the balloon. The patient was stable, without complication. No more information could be obtained. Per report, there was no there was any difficulty with valve alignment. Of last communication, the patient was doing well after the implant.